Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer consumed cookies and delivered a bolus. The customer then began to experience low blood glucose levels (54 mg/dl). Customer disconnected from the pump for the night, the next morning the customer reconnected to the pump and her blood glucose levels have stabilized.